Manufacturer narrative:
(B)(4). This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that following implant of this device, the patient coded three times. The physician suspects the clinical observations were due to over sedation and acidosis. There were no rhythm disturbances noted during the codes and no pauses in pacing. The device was operating as programmed. The patient was admitted to the intensive care unit (ICU) and no other adverse patient effects were reported.